Manufacturer narrative:
The event date was an estimated date.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. It was found that the pacemaker could not be interrogated via inductive telemetry or radio frequency (rf) telemetry. The pacemaker was explanted and replaced. The patient was in stable condition.